Manufacturer narrative:
H6; bent cartridge lockout tab. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the surgeon reportedly "could not squeeze the handle" during surgery. The instrument was turned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported the atw35 and tsw35 were used during a lobectomy. It was reported the surgeon could not squeeze the handle. There was no consequence to the pt.